Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device was not to be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional, via a manufacturing representative, stating the cause of the high impedances was not determined. The patient had a battery replacement and the high impedances were resolved after the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was high impedance on contact 8. No patient symptoms or further complications were reported as a result of this event.